Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx als defibrillator's co2 module is faulty. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse), field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx device indicating that the co2 module was faulty. The fse visited the customer's site and performed a fault search, conducted a diagnosis, and carried out checks and tests but did not find any problems; everything is in order. The device was returned to use, and no further evaluation is warranted at this time. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse visited the customer's site and performed a fault search, conducted a diagnosis, and carried out checks and tests but did not find any problems; everything is in order. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.